Manufacturer narrative:
(B)(4). Date sent: 8/30/2023, d4: batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Do not remember in detail the misfiring of the stapler how was the bleeding controlled? Manual stapler used as a replacement with vascular load how much blood was lost (ml)? 50ml. Did the patient require a transfusion? No. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Please see attached #mw 5119980.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. Additional information was requested, and the following was obtained: was power lost while attempting to fire? No power failure. What troubleshooting steps were taken during the event? I didn¿t troubleshoot. I pulled it out and used something else. When a staple line fails you don¿t have time to troubleshoot in the moment.